Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump ha d rewind anomaly and prime fill anomaly. The blood glucose level of the customer was unknown. The customer stated that the insulin flow was blocked during priming. The insulin pump was louder during rewind process. The insulin pump will not return for analysis.